Event description:
The customer reported that the cover was hitting the cable trolley and developed a crack and a piece of the cover broke off and fell down.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a follow up report to the FDA. (B)(4).